Event description:
During a pci, the balloon of a cypher stent delivery system ruptured under nominal pressure during inflation. The target lesion in the mid-lad was described as de novo, moderately calcified, slightly tortuous and 90% stenosed. The lesion was pre-dilated before a 3.0x13mm cypher stent was delivered to the target lesion. When the cypher was inflated up to 10 atms, the balloon ruptured. Balloon rupture was confirmed by contrast medium leakage under angiography and back-flow of blood into the inflation device. Therefore, the sds of the cypher was immediately retrieved from the pt and post-dilation was conducted to further dilate the cypher stent. The procedure was finished successfully. There was no pt injury reported. The product will not be returned for analysis due to the pt's infectious disease. The physician did not indicate any anomalies prior to use. The manufacturer of the inflation device was boston scientific. Information about the type of contrast and saline ratio used was not available.

Manufacturer narrative:
The product(s) are not available for analysis. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint and confirmed that the device(s) met quality requirements for product acceptance. Without the product available for analysis, the complaint could not be confirmed. Based on the information available, it is not possible to draw a conclusion about a clinical relationship between the device and the event. However, there are possible vessel characteristics that may have contributed to the event. (B) (4) cypher product (cjs) is not distributed in the us; however, it is similar to us distributed cypher product (cxs).